Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoid colon surgery, the first handle was unable to fire and could not be unloaded. With the second and third handle, the reload would not load and could not be fired: green button could not be pressed and handle could not be squeezed. The incision was extended but with unknown measurement. Another stapler was used to resolve the issue. There was no patient injury.